Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was implanted into the eye in the incorrect orientation and was also torn. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. The wound was sutured as a result of explantation and exchange. The post-operative review has been completed and the healthcare facility confirms no injury/impact to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone "use of rayone" section "fig 7" includes the statement "...in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". The additional information received identifies that the injector was removed from the blister tray prior to insertion of ovd and flap closure, this is a deviation from the IFU and is likely a causative factor to the delivery of the lens in the incorrect orientation and damaged nature of the lens following injection. Our review of production records for the rayone aspheric rao600c batch 024233879 showed that all manfuacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 3rd june 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was inserted into the eye in the incorrect orientation and that the lens was also torn necessitating explantation.